Manufacturer narrative:
Device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem was related to a previous repair. Visual inspection found the device in good condition; tamper seals were broken. There was no evidence of the reported error in the event history log. The reported complaint was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No fault was found with the device, however the expulsor was replaced as preventative measure. The cause of the reported problem was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 10-oct-2022 for under infusing. Repairs were appropriate, but didn't seem to resolve the issue according to the customer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 25-oct-2022 via email and attached to the complaint object: no patient involvement.

Event description:
It was reported that during a returned order service the pump was under infusing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.